Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 15-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusions insert) inserted in (B)(6) 2012. She experienced serious pelvic pain amongst other non-serious events and her hysterectomy is scheduled in one week. Pelvic pain may occur during device therapy. Due to implied temporal relationship and lack of plausible alternative explanation, this event is considered related to essure. This case is regarded as incident since a surgical intervention will be required. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, since this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0703, awareness date 21-aug-2015). It refers to a female consumer of unspecified age in united states who had essure inserted (fallopian tube occlusion insert ) in (B)(6) 2012. She was implanted with essure in (B)(6) 2012. She needed to get off birth control due to age and increase of migraines. She chose essure for the quick recovery. She had the procedure done. She had episodes of flu-like symptoms and she can barely get out of bed. Her periods have gotten more frequent (from 30 days between to now 21 days), the duration of them has lengthened (from 4 days to 7), clots are more frequent and larger in size, and the pelvic pain has increased. She also had pain that shot to her anus and down her legs into her hips. Her hips give out on her sometimes when she stands up. She had pain on both sides in the middle of her back. Sciatica nerve issues mostly around her monthly cycle. She has been noticing issues with her strength in her hands and gripping things. Her hysterectomy is scheduled in one week. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusions insert) inserted in (B)(6) 2012. She experienced serious pelvic pain amongst other non-serious events and her hysterectomy is scheduled in one week. Pelvic pain may occur during device therapy. Due to implied temporal relationship and lack of plausible alternative explanation, this event is considered related to essure. This case is regarded as incident since a surgical intervention will be required. No active follow-up will be pursued, since this case was identified during health authority website monitoring.